Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found that a short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 8.4cm from the proximal end. Concomitant medical products: product ID 3389s-40, lot# va0ztwl, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3550-68, lot# n643755, product type: screening device. Product ID neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown. It was reported that during the implantation procedure, an impedance test was performed and it was noted that the lead had low impedances. The impedance test was performed again using the same device then once again using a different clinician programmer 8840. A new twist lock was used and the lead was replaced; the issue was resolved. There was no known impact or consequence to the patient. On (B)(6) 2016 the lead was sent for return analysis, however, the lead that was returned was not the one associated with the initial allegation. As a result it is unclear which device the initial allegation is tied to. Follow up communication is being performed to clarify information. See regulatory report related to initial lead report, # 2649622-2016-11058.

Manufacturer narrative:
The lead pertaining to this report is the correct one and all codes associated are correct.

Event description:
Additional information received from the rep on (B)(6) clarified that the lead that was returned and analyzed was the correct lead pertaining to the low impedance allegation, and that the information got mixed up on the source document. See related regulatory report 2649622-2016-11058.

Manufacturer narrative:
The aware date corresponding to regulatory report 2649622-2016-11109 was incorrectly inputted. Corrected with current regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.